Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have noisy rpms, the ball plunger was not in the correct position, and the dowel pins were not flush. The planet gear, nut bearing lock, ball plunger, lever, semi-circle shaft bearings, vespel sleeve bearings, set screw, needle bearing, external retaining ring, motor, motor sleeve, gear ring, and planetary spacer were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that a corrective repair was solicited for a loaner. Inconsistent speed was confirmed after final investigation. There was no patient involved. Due diligence is complete.